Event description:
It was reported that the main single board computer (sbc) has leaking and swelling capacitors. The system is still in use. The customer requested a replacement sbc. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem was verified. The single board computer (sbc) was replaced and the backup cal files were downloaded into the system. The system was tested and found to be working as intended and placed back into service.